Event description:
The customer reported the hd 3cmos autoclavable camera head display an e226 communication error. In addition, no image was displayed. The event occurred during an implant procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. In addition, physical stress was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to communication failure between the scope and the processor. However, since the phenomenon was not reproduced at the repair department, the specific root cause of the failure could not be identified olympus will continue to monitor field performance for this device.